Event description:
Patient with severe gerd, barrett's esophagus, and dysphasia underwent circumferential rfa for barrett's. Additional pt and procedure details (catheter size, dose, treatment number, overlap) not available from physician during conversation regarding case. Physician reported that there was no malfunction or complaint with the ablation device and that the procedure was carried out without incident on an outpatient basis. Patient reported chest discomfort and difficulty swallowing days after the procedure and was seen 7 days later at a hospital by a different physician. A radiographic contrast study showed no sign of perforation or pleural effusion. Seven days after ablation, the physician performed an endoscopy and a dilation with a balloon (size of balloon, manufacturer, and pressure of inflation unknown). The indication for dilation is not known. An esophageal perforation was noted after barometric dilation. The perforation was repaired surgically. The pt recovered and was discharged to home after 5 days. The physician informed us that the patient continued to have symptoms of dysphagia related to the repair after discharge and was in the process of further eval and treatment. Of the two endoscopic procedure, the first was performed with the ablation device and there was no malfunction reported with the device. Seven days later when the pt presented with discomfort and difficulty swallowing, they underwent the second endoscopic procedure, during which they sustained perforation during balloon dilation (manufacturer unknown). Despite the fact that the perforation occurred in the second procedure where the ablation device was not used, we are nonetheless reporting this as an MDR out of an abundance of caution and to comply with crf21 part 803 given the necessity for surgery after the dilation and perforation.